Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis. The customer's blood glucose reading was over 800 mg/dl at the time of the event. Troubleshooting was performed, and the insulin pump was programmed correctly. When the infusion set was removed from the customer's body, it was discovered that the cannula was bent. The customer uses quick-set infusion sets, model number mmt-396. Prior to the event, the insulin pump alarmed no delivery. The customer attempted multiple infusion set changes to resolve the high blood glucose levels. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.